Event description:
It was reported that during a case involving the right iliac, the omnilink would not cross. When the physician tried to pull it back to the sheath, the stent dislodged. The stent was deployed with a balloon catheter in the left iliac. No pt effects were reported.